Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. The customer¿s blood glucose was 350 mg/dl at the time of the incident. Customer¿s current blood glucose was 431 mg/dl. Customer has only been treating with set changes. The drive support cap was normal. Customer declined high pressure test. The product was not returned for analysis.